Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that after the tube was in use for some days and checked on a daily basis, the tube has regurgitated at the patients mouth. The tip of the tube migrated out of the stomach and remained in the patients mouth. The lateral cap did not close correctly and opened continuously. As a result they had to place a new tube in patient.

Manufacturer narrative:
This complaint was originally filed as a malfunction; however, upon further review of the complaint, it was determined that migration is not a malfunction of the device as originally reported. By design, ng tubes do not incorporate a retention device. So it is possible for the device to migrate out of the stomach. Clinicians usually note the depth of insertion or use tape to secure the tube to prevent migration. Since the tip is not designed to prevent migration, it is not a malfunction of the device. The complaint has been updated and this has been deemed to not be a reportable event.